Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes the labels are peeling and getting stuck in analyzer. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab.